Event description:
It was reported that the 43-year-old-female patient was admitted to the operating room. The electrocardiogram (ECG) monitoring showed that the suction endotracheal tube was normal at 7.0. After the induction intubation, the patient held their breath immediately after the balloon was inflated. The patient also held their breath after multiple inflations. They then had to replace the new suction endotracheal tube and intubate again. The damaged endotracheal tube was removed and immersed in water before inflating. It was found that there was a leak at the junction of the balloon extension tube and the endotracheal arm. No substantial harm was caused to the patient.

Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.